Event description:
The account alleged that the brakes will not hold when in brake mode. The stretcher wheels roll when the bed is leaned on. No pt impact.

Manufacturer narrative:
The technician adjusted the brake casters to resolve the issue.